Event description:
It was reported that as the instruments were being set up for a procedure, the consultant noticed that the ria shaft was broken. It is not known how or when the shaft became broken. There was another shaft available for use in the case, so there was no patient involvement with the broken one.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: hrx. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed a portion of the tip which couples with the reamer head has been broken off and the helix has been significantly worn down. A burr has been raised on the tip of the helix where the tip broke. The helix located above the hex is worn down which caused the drive shaft to fail. There was improvement in wear resistance when compared to the previous design after exposure to bench testing which simulate product use. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Implant specialist peri-op services. Original awareness date is (B)(6) 2012.

Event description:
This is report 1 of 1 for complaint (B)(4).